Event description:
It was reported that when the stylet was removed from the 3.5x33 mm multi-link 8 stent delivery system the stent implant came off with the stylet. There was no resistance reported during removal of the stylet. The device was not used on the patient. A new multi-link 8 stent was able to be deployed successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.